Event description:
Following a shoulder arthroscopy procedure, it was reported the pt had sustained a post surgical burn (severity and treatment of burn was not known). It was reported the suction line was not connected to hospital vacuum equipment during the procedure and the burn was due to operator error.

Manufacturer narrative:
The date of the event was estimate based provided by manufacturer. The device was discarded by the user facility, and therefore, not returned for investigation and the lot number was not known. Since the device was not returned, a complete investigation cannot be performed. Based on the info provided by the user facility, the lack of connection of suction line to hospital vacuum equipment contributed to this event. The instructions for use for the device warns the user that thermal injury may occur if the suction line is not connected to hospital vacuum equipment and operated at 200 to 400 mmhg.